Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('device breakage') and rheumatoid arthritis ('in (B)(6) 2011 I was diagnosed with ra.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant) and inflammation ("inflammation in my hands approx 3 weeks later"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and inflammation outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered device breakage, inflammation and rheumatoid arthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('device breakage') and rheumatoid arthritis ('in (B)(6) 2011 I was diagnosed with ra.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant) and inflammation ("inflammation in my hands approx 3 weeks later"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage and inflammation outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered device breakage, inflammation and rheumatoid arthritis to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.